Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that a patient presented to operating room for device change out due to normal eri. The physician was unable to remove pace/sense lead pin from the device header. The lead was capped and the device was explanted and replaced.